Manufacturer narrative:
(B)(4). Implant date - unknown date in 2004. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the six week post-op visit, x-rays showed that the right pelvis had fractured. It is not known when or how it fractured. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Concomitant medical products: unknown head, p/n unknown, l/n unknown; unknown stem, p/n unknown, l/n unknown; unknown liner, p/n unknown, l/n unknown. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.